Manufacturer narrative:
(B)(4). (B)(6). No product was returned; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
A journal article was retrieved from the journal of arthroplasty (2020) that reported a prospective study from (B)(6) that looked at the long-term outcomes of revision hip arthroplasty using tm augments for severe acetabular defects. The purpose of the study was to examine construct survivorship. The study reviewed 38 patients/hips revised using the tm acetabular revision system with screws and augments as needed with cementing of 2 of the tm cups. A posterolateral approach was used in all cases. The indication for revision was aseptic loosening in 34 cases and two stage revision for deep infection in 4 cases. The study population had an average age of 67.5 years (range: 48.0 to 84.7) with a mean follow-up of 7.3 years (range: 5.4 to 10.8). Radiographs and outcome assessment were conducted annually. The study reported 2 patients currently have obviously loose shells and augments. Both of these shells were the only two in the study that were cemented. No intervention has been performed to date, but the author states these patients may be ultimately revised.